Event description:
The previously reported worsening of pad right limb occurred approximately 6 months post index procedure and not 12 months as previously reported.

Event description:
One complete se peripheral stent was implanted in the right sfa to treat a dissection following pta. Approx. 12 months post stent implantation, thromboendarterectomy of the right sfa was carried out due to worsening of pad. The event is resolved.

Manufacturer narrative:
Evaluation, result: patient's condition-predisposed event (intervention due to worsening pad). Evaluation, conclusion: (intervention due to patient condition-worsening pad). (B)(4).

Event description:
The patient had 100% stenosis of the rsfa on the day of the previously reported tea surgery. The previously reported worsening of pad of the right limb was not related to paclitaxel.